Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Damage and/or smearing noted to all fracture surfaces. The lower broken portion of the bone screw is consistent with explanation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately 30% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that following a unknown spinal surgery for a "spondy reduction" it was found that the screw was broken. There were no fragments left in the patient. There were no patient complications reported.